Event description:
Consumer complaint of about low blood results. Customer normally reads around 125mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (73) and the normal result (125) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).